Event description:
On (B)(6) 2011, pt reported the down button on the infusion device has functioned intermittently over the past year. Pt has used this infusion device for 3-4 years and boluses 3-5 times per day. The infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.